Event description:
It was reported that during a cholecystectomy procedure, the first clip was fired properly. However, the second clip was not fed into the jaw and abnormal sound was heard. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the analysis results of the er320 found that the device was received with the floor protruding from the jaws. Due to the returned condition, the jaws could not be closed properly and it fed and formed fourteen pear shaped clips. It could not be determined what might have caused the damage found. We have documented the circumstances as they were reported to us. Complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.